Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring recordings show clear impulses from impulse dynamics device that is implanted. Rv channel also shows what appears to be lead noise leading to inappropriate shocks. In person isometrics were unable to recreate noise. Far field channel also seems to have more noise than previous recordings. Lead will be evaluated further and remains implanted at this time. Should additional information be received, this file will be updated.